Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse stated that the customer observed intermittent reagent probe aspiration errors and imprecision. The cse discovered that an off angle fan was spraying from the reagent probe during dispense. The cse replaced the reagent probe, and performed successful calibrations. Quality controls were run, resulting within range. A technical applications specialist (tas) was dispatched to the customer site. The tas ran precision testing with a negative patient sample and a positive outlier was obtained. The valve manifold, positive displacement pump, and rinsing block waste pump were replaced. The firmware was updated and the wash station dispensing was checked. Quality controls and precisions were run, resulting within range. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), and the patient was admitted and sent for further testing. The patient was redrawn and the new sample was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, and the result matched that of the redraw. The sample was then sent to another laboratory to be tested on a dimension vista instrument, which resulted lower and matched the other repeat results. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.